Event description:
Voluntary medwatch received states that right ventricular (rv) lead exhibited over-sensing. No additional information was available.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183705. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.